Event description:
The following information was reported: balloon popped during pullback. Manual compression was applied for 30 minutes or less. The patient was not hospitalized.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1422404) indicated that the device lot met all established performance criteria prior to shipment. UDI number: (B)(4).